Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer stated that the blood glucose was 36 mg/dl at the time of incident and the customer¿s current blood glucose was 142 mg/dl. Customer stated that the low blood glucose was treated with the food. Customer did not experienced any symptoms due to low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode smart guard feature was active. Customer stated that troubleshooting was done for low blood glucose. Customer reported that the insulin pump will be returned for analysis.